Event description:
During a percutaneous transluminal angioplasty the stent at the time of deployment was reported to slip and cover part of lesion. The vessel was atherosclerotic. This was a type a lesion with mild calcification measuring 118 mm x 5.4 mm (length x diameter) at the level of the left superficial femoral artery. Predilation was not done. The stent was introduced and placed through the occluded lesion without any difficulties. However during deployment the stent "slipped" and gathered in part of the lesion leaving the rest of the lesion unprotected without stent coverage. Another stent was required to correct this condition. There was no evidence of slack in the stent delivery system prior stent deployment and there was not any catheter sheath introducer movement noticed. Procedure concluded satisfactory. Product remains implanted and will not return.